Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented system messages and had auto fill problems with syringe not filling the ophthalmic gases. The procedure details and patient impact have not been provided. Additional information has been requested but none received.

Manufacturer narrative:
The company representative examined the system and found the connector of gas tank was not closed all the way causing the gas leak and the reported event. The company representative instructed the customer on how to close the connector of the tank completely in order to avoid gas leaks. The account representative (ar) tested the system and found it to meet specifications per the service test procedure (stp). Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ¿user handling¿. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).